Event description:
It was reported the switch remained on at all times when connected to a power outlet.

Manufacturer narrative:
It was reported the switch remained on at all times when connected to a power outlet. Upon examination, we discovered that a resistor shorted on the circuit board. The flame-retardant housing contained the event properly. At our request, the MFR of the switch has enacted several CAPA projects to improve the quality of the switch. The occurrence of board component failures has dropped significantly in the past 12 months.